Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area on the pump. Despite assistance, the customer was unable to successfully load the cartridge and was referred to a customer service associate for further troubleshooting. The customer used multiple daily injections as a backup therapy.